Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away due to a heart attack. Multiple contact attempts were performed by tandem in order to obtain additional information regarding the event and facilitate an upload of pump data; however, no additional information was provided and the device was not uploaded for analysis.